Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no excessive no delivery alarm or motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm and no delivery alarm. Customer's blood glucose level was in the 400 mg/dl range. Customer treated their high blood glucose with a bolus delivery. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer changed out their entire set but he alarm recurred. Customer advised they received the no delivery alarm followed by the motor error alarm. Customer removed the insulin pump and got no delivery during priming. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap appeared normal. Customer advised the motor error alarm occurred during the prime process. Customer advised they were able to rewind the insulin pump. Customer passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.